Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00800, 2017865-2020-04599, 2017865-2020-04601. It was reported that the patient presented in the hospital for an unrelated issue. Upon review, the right atrial lead, right ventricular lead, and left ventricular lead exhibited capture anomalies. The physician explanted the leads. The patient was recovering post-procedure.

Manufacturer narrative:
A lead was returned for the reported event of capture anomaly. Visual inspection found no anomalies besides procedural damage. The reported event was unconfirmed.